Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak. Customer¿s blood glucose level was unknown. Troubleshooting for the reservoir leak was performed. Customer advised the leak was passed both o rings and there were no air bubbles. Customer was advised to return the reservoir for analysis and that a replacement reservoir would be sent out.